Event description:
It was reported that the patient was going to have her device removed, although the initial reason for the surgery was not known. The patient subsequently underwent the removal, which explanted both the generator and the patient's leads. Further information indicated that the patient had been explanted due to "pain and discomfort." The physician was contacted for information, but he diverted all questions to the patient. The explanted products were returned for analysis. Evaluation of the returned lead portion and generator revealed no anomalies. Attempts for further information have been unsuccessful to date.